Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) housing was coming loose. A field service engineer (fse) unmounted the rm and the tape residue was cleaned. The housing was then remounted securely back onto the refrigerator, and the functionality was verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was not locking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.